Event description:
It was reported that when the xience xpedition stent was removed from the packaging, a strut was found to be flared. The device was not used on a patient. It was replaced with another device. There was no clinically significant delay of procedure reported. Returned device analysis revealed that the stent implant was returned without the stent delivery system (sds) and the entire length of the stent was expanded. Follow up information provided stated that when the device packaging was opened, the stent was found to be dislodged. There was no manipulation of the device. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported stent dislodgment and stent damage were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement or stent damage reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.